Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a dotted rash under all the te pads the patient¿s physician prescribed an anti-itch steroid for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Not applicable.